Event description:
This is a female that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Initially she did well post-opertively and was discharged home three days later. Later she developed leakage of fluid at the surgery site. Thirty-seven days after discharge, she was taken back to surgery for repair of a dural laceration. Three days later, she was discharged home in stable condition.